Manufacturer narrative:
H6: device codes: corrected. H6: component codes: corrected. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device found that the handshake connection from the advancer and burr catheter were not connected upon device return. The advancer handshake connection was detached at the distal end which failed to return for further analysis. After the burr housing was dismantled, the handshake connection to the burr catheter was found bent within the sheath which was not retrievable. The annulus of the burr was damaged. The annulus damage present can cause resistance or prevent wire insertion. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis to determine if the annulus was the direct cause of the wire restriction. During analysis, the test rotawire was able to be fully inserted past the burr annulus; however, there was resistance during insertion and advancement due to this damage.

Event description:
It was reported that the rotapro burr became stuck with the rotawire. A 1.50mm rotapro and a rotawire were selected for use. During removal, the rotapro burr became stuck with the rotawire. The set rotation speed was 180,000 rpm but the maximum rotation speed was only 170,000 rpm. The stuck rotapro burr and rotawire could not be released, so the rotapro burr was removed outside the patient together with the rotawire as one unit. The patient was stable after the procedure.

Event description:
It was reported that the rotapro burr became stuck with the rotawire. A 1.50mm rotapro and a rotawire were selected for use. During removal, the rotapro burr became stuck with the rotawire. The set rotation speed was 180,000 rpm but the maximum rotation speed was only 170,000 rpm. The stuck rotapro burr and rotawire could not be released, so the rotapro burr was removed outside the patient together with the rotawire as one unit. The patient was stable after the procedure.

Manufacturer narrative:
H6: device codes: corrected. H6: component codes: corrected.

Event description:
It was reported that the rotapro burr became stuck with the rotawire. A 1.50mm rotapro and a rotawire were selected for use. During removal, the rotapro burr became stuck with the rotawire. The set rotation speed was 180,000 rpm but the maximum rotation speed was only 170,000 rpm. The stuck rotapro burr and rotawire could not be released, so the rotapro burr was removed outside the patient together with the rotawire as one unit. The patient was stable after the procedure.